Event description:
The (B)(6) health authority reported that after intraocular lenses (iol) were implanted bilaterally in a patient's eyes, there were defects noted in the material creating "glistening" or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. There are two medical device reports associated with this patient. This file is for the left eye.

Manufacturer narrative:
The device sample was not available for investigation. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The reporter did not provide any contact information for the patient or the surgeon; therefore, follow up was not able to be conducted. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).